Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pace/sense lead had a slight drop in impedance. It was also noted that the patient had a rapidly conducted atrial fibrillation which was being detected by the lead as ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.